Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device did not cut and was locking up. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual trigger of the device involved in this event was returned for evaluation. The main housing was not returned. The trigger was visually and functionally evaluated. Upon evaluation, since the main housing was not returned, the blade's performance could not be verified. The returned trigger operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.